Manufacturer narrative:
This report is being sent to provide new information in sections b1 (adverse event/product problem) and tab d (suspect medical device).

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) has a history of untreated episodes of oversensing, as well as low r-wave amplitude measurements that have automatically disabled the smartpass feature. Recently received an inappropriate shock due to double counting. Boston scientific technical services was contacted and provided recommendations for assessing the patient in an upcoming follow-up appointment, as well as provided potential reprogramming options. The physician reprogrammed the device to resolve the event, and is continuing with normal monitoring. At this time, this s-ICD remains implanted and in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available in the future, we will provide a supplemental report.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) has a history of untreated episodes of oversensing, as well as low r-wave amplitude measurements that have automatically disabled the smartpass feature. Recently received an inappropriate shock due to double counting. Boston scientific technical services was contacted and provided recommendations for assessing the patient in an upcoming follow-up appointment, as well as provided potential reprogramming options. At this time, this s-ICD remains implanted and in-service. No additional adverse patient effects were reported.